Event description:
A malfunction occurred, identified by the code malf 9, but no notable events were reported prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the caller in doing so. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the malfunction reappears and confirmed understanding of the advice.